Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii-IV." Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.4., h.4., g.1., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported rupture. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii-IV."

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii-IV." Manufacturer of the device is unknown. Device has been explanted.